Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/27/2013 with the following findings: the daily insulin delivery totals correctly reflected the user's programmed basal rates. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the lay user/patient¿s mother contacted animas to report that the patient was admitted to the hospital, with a diagnosis of dka on (B)(6) 2013 and was instructed by the patient¿s hcp to call in for a pump replacement. At time of hospital admission, the patient was taken off the pump and placed on an insulin drip. The reporter stated that the patient began to obtain high blood glucose (bg) readings on the evening of (B)(6) 2013. The patient¿s mother claimed that at 2pm, on (B)(6) 2013, the patient¿s bg was in target; however, by 9:30pm, the patient had a bg of 597 mg/dl with symptoms of excessive thirst, urination, vomiting, and tested positive for large ketones. The patient¿s mother stated that she administered a correction bolus in response to high bg and checked the patient¿s blood glucose every hour until midnight. At an unspecified time after midnight, the reporter changed the patient¿s site and checked his bg every 30 minutes. The patient¿s mother stated that the patient¿s bg remained in the upper 400¿s to 500¿s mg/dl during that time. At 6:30am, the reporter changed site again, doubled basal for 3 hours and gave an injection correction. When the patient¿s bg remained in the 400¿s mg/dl she took the patient to the ER. The reporter stated the patient was scheduled to be discharged on (B)(6) 2013 on alternate method of insulin delivery until replacement pump was received. At the time of troubleshooting, the pump settings and history were reviewed. The patient¿s mother confirmed date and time were correct. She also confirmed basal segments and advanced features were programmed as intended. There were no related alarms in history. Basal history showed basal being delivered accurately with interruptions corresponding appropriately with site changes. It was noted that bolus totals all added up in tdd (total daily delivery). After review of the pump, customer technical support (cts) informed the reporter there was no indication that a pump malfunction caused and/or contributed to the patient¿s high bg. This complaint is being reported because the patient was hospitalized with a diagnosis of dka while on insulin pump therapy. Although review of the pump did not confirm a malfunction of the device, insulin pump use could not be ruled out as a cause or contributor to the event.